Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. Boston scientific technical services (ts) noted no recorded episodes near the time of the syncopal event and no out-of-range measurements. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the syncope was of unknown origin and the patient was hospitalized but discharged the following day. The device remains in service. No additional adverse patient effects were reported.